Event description:
It was reported to boston scientific corporation on january 19, 2021 that a hot axios stent was to be implanted in the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus)/ esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2020. During the procedure, the stent misdeployed. The stent was removed from the patient and another hot axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a1502 captures the reportable event of stent misdeployed. Block h10: the hot axios stent and delivery system were received for analysis. The stent was received fully covered by the outer sheath and undeployed. The delivery system was received in position 2. Visual examination of the returned device found the outer sheath damaged near the black marker. Microscopic examination was performed and the outer sheath was found twisted and detached from the handle. The tip had evidence of electrocautery. No other issues with the stent and delivery system were noted. The reported event of stent positioning issue could not be confirmed as the stent was received fully covered by the outer sheath and undeployed. The investigation concluded that the observed failure of outer sheath damaged, twisted and detached were likely due to factors encountered during the procedure. It may be that the interaction with the scope, the technique used by the physician and/or the patient anatomy could have caused the physician to feel resistance, which limited the performance of the device and contributed to the observed failures. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. According to the evidence found in the product analysis, the outer sheath was twisted and detached which is evidence that the luer was incorrectly rotated as the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, improper stent placement is noted within the instructions for use (IFU) as a known potential adverse event related to the use of the device. Therefore, the most probable root cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus)/ esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2020. During the procedure, the stent misdeployed. The stent was removed from the patient and another hot axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Blocks b5, h6 (device code, evaluation result code, and evaluation conclusion code) and h10 (investigation result) have been updated with the additional information received on march 30, 2021. Block h6: medical device problem code a1502 captures the reportable event of stent misdeployed. Block h10: the hot axios stent and delivery system were received for analysis. The stent was received fully covered by the outer sheath and undeployed. The delivery system was received in position 2. Visual examination of the returned device found the outer sheath damaged near the black marker. Microscopic examination was performed and the outer sheath was found twisted and detached from the handle. The tip had evidence of electrocautery. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy could be confirmed as the stent was received fully covered by the outer sheath and undeployed. The investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the interaction with the scope, the technique used by the physician and/or the patient anatomy, limited the performance of the device and contributed to the stent failure to deploy and the damaged, twisted and detached outer sheath. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. According to the evidence found in the product analysis, the outer sheath was twisted and detached which is evidence that the luer was incorrectly rotated as the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Therefore, the most probable cause is failure to follow instructions as the reported event is traced to the user not following the manufacturer's instructions. . A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus)/ esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2020. During the procedure, the stent misdeployed. The stent was removed from the patient and another hot axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on march 30, 2021. It was reported that during the procedure, the stent did not unsheathe from the catheter. Note: additional information was received that the stent failed to deploy. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.